Event description:
The dealer reported that the end user developed a stage 3 pressure wound in mid-february, after the cm02s seating was received and installed on their wheelchair. The cushion was delivered on january 28, 2019. The end user was receiving wound care by having the sore packed and is now having it treated topically at home. The end user parents have removed the cushion from the contour u and started using the old cushion. The dealer reported, that he has cut out about one and a half inch into the pelvic well area, and filled it with gel packs to give the end user some comfort and relief. The end user has a lot of tone and spasm issues.

Manufacturer narrative:
In an abundance of caution, this event is being reported to the FDA, due to the alleged injury and medical treatment required. There was no alleged malfunction/deficiency with the device. The contouru cushions are customized to the individual user, and this cushion was made according to the specifications provided by the dealer. The dealer stated he has modified the cushion by cutting out about one and half inch into the pelvic well area and filled with gel packs to give the end user some comfort and relief. If more information is received this complaint will be revisited.

Event description:
The dealer reported that the end user developed a stage 3 pressure wound in mid-(B)(6), after the cm02s seating was received and installed on their wheelchair. The cushion was delivered on (B)(6) 2019. The end user was receiving wound care by having the sore packed and is now having it treated topically at home. The end user parents have removed the cushion from the contour u and started using the old cushion. The dealer reported, that he has cut out about one and a half inch into the pelvic well area, and filled it with gel packs to give the end user some comfort and relief. The end user has a lot of tone and spasm issues.